Manufacturer narrative:
The customer returned the device to nihon (B)(4) and it was evaluated. The problem reported was duplicated. The device was repaired by replacing the inverter board. The repaired device was returned to the customer.

Event description:
The customer reported that the bsm-6701 (vital signs monitor) screen went black. However, the device was still being monitored on the central monitoring system.